Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. A field action was initiated on (B)(6) 2018 (product advisory notice was sent to all potentially impacted customers). All information reasonably known as of (B)(6) 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). The device was not returned.

Event description:
It was reported the closed suction catheter (csc) was loose and would not stay connected to the endotracheal tube (et). There was no patient injury reported, no sample available. Additional information received (B)(6) 2018 the csc became disconnected from the patient because of loose connection and the clinicians replaced the csc when it happened.